Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 443 mg/dl and 85 mg/dl. Customer stated he usually eats one tablespoon of honey before his meal, and he believes honey was mixed in with his blood with the first result. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.